Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was hospitalized post-esophagectomy the month prior and the lactate dehydrogenase (ldh) had fluctuated with no signs of thrombus. The patient's ldh was 500 u/l and haptoglobin < 6mg/dl and plasma free 14g/dl. Brain (or b-type) natriuretic peptide blood test (bnp) 381 pg/ml, bnp on (B)(6) 2018 was 339 pg/ml. There were no heart failure symptoms. Ldh levels began to trend down and no new treatment was provided. No additional information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event of elevated lactate dehydrogenase (ldh) could not be determined, however, low flow hazard alarms were confirmed through evaluation of the system controller log file. A specific cause for the low flow events could not be conclusively determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.